Manufacturer narrative:
It was reported to arjo representative on (B)(6) 2019 that there was the incident with the involvement of maxi move passive floor lift and passive clip sling. It was stated that during patient's transfer (female) from bed to wheelchair one of clips (from the left side) detached from the lift spreader bar causing patient to fall of the sling. As the consequence of the event patient hit her head and sustained swelling and laceration to the head. Resident's hospitalization was also required. After the event there was an evaluation performed by qualified arjo representative. There were no abnormalities found within the lift and it was decided to return this device back to the service. During inspection it was revealed that sling's tag is worn. It was only stated that due to the weakness of clip and stained of blood sling in question has been withdrawn from use. Based on the product knowledge, the clip detachment could have been caused by different factors, e.g.: incorrect attachment of the sling clips to the lift's spreader bar (part on which patient and the sling are attached on). However, based on information provided by the facility all clips were attached correctly so incorrect attachment process can be ruled as contributing factor. Much higher strain, where the clip/sling becoming caught on an obstruction. Normal wear of product occurring after too often washing, usage of illicit chemicals, not adhering to cleaning instruction provided in instruction for use. Manufacturing details regarding sling were not provided so none of this hypothesis could be confirmed with a certainty. The instructions for use for passive clip slings (IFU 04.sc.00-int1_2) provides pictographic procedure regarding proper clip attachment process. The document guides, step by step, through a proper sling application. It is important to make sure that the clip sling is attached securely before and during the lifting process. According to the warning in the IFU: "make sure that: all clips are securely attached"; "to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process". There is also crucial instruction provided in the instructions for use: "before each use the user is obliged to "check all parts of the sling (...) If any part is missing or damaged - do not use the sling. Check for: frying, loose stitching, tears, fabric holes, soiled fabric, damaged clips, unreadable or damaged label." Based on the instruction for use provided with every arjo sling in case of any doubts about sling safety and visibility sign of wear or in case when the label is unreadable the sling should not be used and be replaced with new one. The caregiver is obliged to check each sling before use. Moreover, product instruction for use have been evaluated in terms of the effectiveness for use by volunteers outside of the health care field. The outcome was that the IFU instructions were found to be adequate to enable the caregiver to perform the intended activities safely. Based on evaluation performed, we are not able to establish the exact root cause of this event. Although, based on product knowledge, previously performed simulations and past similar situations, the clip detachment can occur when a user does not follow correct transfer procedure as presented in the device labeling. A sling clip, once correctly attached and monitored to stay in place by caregivers as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on-label use. It cannot go inward because it is stopped by the metal frame of the spreader bar. It cannot go outward because it is stopped by the metal end stop of the clip attachment lug. It cannot go downward as it is suspended on said clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. The arjo system - clip sling and floor lift was used for the patient's transfer and in that way contributed to the alleged event. No defect has been found within the lift that could cause or contribute to the event. Sling clip detachment occurred and from that perspective, the system did not work as intended. The complaint was decided to be reportable due to the fact that clip slipped off the attachment point while the sling was used for the resident transfer which subsequently led to patient fall and serious injury.

Manufacturer narrative:
We are reviewing information regarding reported event. Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported to arjo representative on (B)(6) 2019 that there was the incident with the involvement of maxi move passive floor lift and passive clip sling. It was stated that during patient's transfer (female) from bed to wheelchair one of the clips (from the left side) detached from the lift spreader bar causing patient to fall of the sling. As the consequence of the event patient hit her head and sustained swelling and laceration to the head. Resident's hospitalization was also required.